Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting shock lead impedance high out of range. The lead remains in service. The lead was tested and based on the finding the device was reprogrammed to coil to can. No adverse patient effects were reported.